Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device MFR and expiration dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation revealed that there was a piece of paper stuck inside the stent at proximal barb flap. An attempt was made to remove the piece of paper and only part of the paper was removed. The paper was found to have writing on it, which appeared to be japanese characters. The complainant could not provide the lot number of the suspect device. A review of the customer's ship history revealed three potential lots. Review of the device history record (DHR) for each of these lots revealed no issues. The origin of the foreign material (paper) is unknown. A root cause for the event could not be determined.

Event description:
Note: date of event and procedure dates are unknown. It was reported to boston scientific corporation that a flexima biliary stent was used to replace an implanted flexima biliary stent as the patient became a "little jaundice" (patient is over 18 however exact age, sex and weight are unknown). Upon removing the implanted stent, it was noticed "a piece of paper was in the stent near the flap closest to the papilla". Another flexima biliary stent was used to complete the replacement procedure. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
Note: date of event and procedure dates are unk. It was reported to boston scientific corporation, that a flexima biliary stent was used to replace an implanted flexima biliary stent as the pt became a "little jaundice". Upon removing the implanted stent, it was noticed "a piece of paper was in the stent near the flap closet to the papilla". Another flexima biliary stent was used to complete the replacement procedure. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.